Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported the event on behalf of the customer. The customer reported receiving two negative hcg results on the same urine sample using consult hcg dipstick tests. The patient had received a positive home pregnancy test result and a quantitative beta hcg result of 99 miu/ml. Although requested, no additional information was provided.